Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/9/2022 additional information: d9, h3, h6 h6 component code: g07002 no device problem found h3 investigational summary: complaint sample: 02 units of opened complaint sample foil along with zipper tray, lid, needles and suture pieces received for investigation for code nw2442 lot t7003. Suture received in partially disintegrated condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at top label side as well as bottom cavity side of the packs were observed. Returned needles were inspected with 10x magnification and no defect was observed. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw2442 lot t7003 the batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: as the complaint is related to performance-pull off suture needle/performance-breakage suture, suture visual inspection as well as knot pull tensile strength test and needle pull test is applicable & measurable parameter. 05 units of retain samples of incident code nw2442 and lot t7003 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures / needles were found intact. The sutures were physically inspected for attribute defects like kinks, weak spots, broken piece, knot, fraying, brittleness, detached needles but no such defects were observed. All 05 units of retain samples were visually inspected under 10x magnification for attribute defects like weak spots, colorlessness, roughness, fractured, frayed, scraped, severed, and/or notched suture but no defects were observed. All retain samples were also checked for loose or open braid/twist, uneven coating and/or thick coating, broomed end/tail, core protrusion but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 0.977 kgf and value at release was found to be 0.971 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 0.680 kgf. In addition, needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 1.013 kgf and value at release was found to be 0.587 kgf which meets the average usp requirement i.e.nlt 0.230 kgf. All the individual as well as average knot pull tensile strength test values along with needle pull test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw2442 lot t7003 no other event was reported for same description from other parts of country. The detected detachment of suture/breakage of suture issue may have been observed due to ingress of humidity through the observed pinholes. The observed pin holes might have generated during improper storage and handling of the product. Hence the complaint could not be confirmed. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/01/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Retained sample evaluation: as the complaint is related to performance-pull off suture needle/performance-breakage suture, suture visual inspection as well as knot pull tensile strength test and needle pull test is applicable & measurable parameter. 05 units of retain samples of incident code nw2442 and lot t7003 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures / needles were found intact. The sutures were physically inspected for attribute defects like kinks, weak spots, broken piece, knot, fraying, brittleness, detached needles but no such defects were observed. All (B)(4) units of retain samples were visually inspected under 10x magnification for attribute defects like weak spots, colorlessness, roughness, fractured, frayed, scraped, severed, and/or notched suture but no defects were observed. All retain samples were also checked for loose or open braid/twist, uneven coating and/or thick coating, broomed end/tail, core protrusion but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 0.977 kgf and value at release was found to be 0.971 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 0.680 kgf. In addition, needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 1.013 kgf and value at release was found to be 0.587 kgf which meets the average usp requirement i.e.nlt 0.230 kgf. All the individual as well as average knot pull tensile strength test values along with needle pull test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw2442 lot t7003 no other event was reported for same description from other parts of country. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did all product codes presented both issues (suture breakage & needle suture pull off)? Please clarify how many sutures from each code presented which issue (suture breakage or needle suture pull or both). How was procedure successfully completed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2021-08464, 2210968-2021-08463, 2210968-2021-08465 and 2210968-2021-08466.

Event description:
It was reported that a patient underwent a scalp tumour reconstruction procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke from the middle and got detached from the needle. There were no patient consequences reported. Additional information was requested.